Event description:
It was reported that the patient presented to the hospital with swelling, redness, discomfort, infection, and erosion at the device site. It was unclear whether the patient had a pocket infection or hematoma. The vegetation was visualized with echocardiography on the right ventricular lead. No intervention was performed for the pacemaker, right atrial lead, and right ventricular lead. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: previously need to mention the system was explanted in the b5 section and no need to add erosion code in the h6 section.

Event description:
It was reported that the patient presented to the hospital with swelling, redness, discomfort and infection at the device site. It was unclear whether the patient had a pocket infection or hematoma. The vegetation was visualized with echocardiography on the right ventricular lead. The pacemaker, right atrial lead, and right ventricular lead were explanted. The patient was in stable condition.

Manufacturer narrative:
Correction: previous report should mention about echocardiography in b6 section.

Manufacturer narrative:
Additional information: new information received notes that the infection/vegetation was confirmed on echocardiogram. The system was explanted on (B)(6) 2024.

Event description:
New information received notes the patient had infection, and it was confirmed via echocardiogram. The vegetation was visualized with echocardiography on the right ventricular lead. The pacemaker, right atrial lead, and right ventricular lead were explanted. The patient was in stable condition.